Manufacturer narrative:
Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less post-implant)and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. In this case the onset was greater than 60 days post-implant. In this case, the patient developed endocarditis approximately 2 years after initial valve implantation. It has been determined that the root cause of this event was most due to patient related factors and is not related to any manufacturing or sterilization issues with the valve. Corrected data: based on the new information received, this event is no longer considered reportable.

Event description:
It was reported that a patient with a 25mm 11500a aortic valve implanted for 2 years 1 month underwent redo aortic valve replacement due to acute endocarditis with 2 disrupted cusps. The patient presented with fever and chills a 23mm 11500a aortic valve was implanted in replacement. As per the pathology report, it was determined that the source of the endocarditis infection was multiple dental abscesses. The patient underwent a tooth extraction on (B)(6) 21. Prosthetic valve endocarditis and an associated aortic root pseudoaneurysm/abscess. Prosthetic valve with one intact cusp and 2 disrupted cusps.

Manufacturer narrative:
The device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. The subject device is available for evaluation. Based on the available information, a definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. If any additional information is received a supplemental MDR will be submitted.

Event description:
It was reported that a patient with a 25 mm 11500a aortic valve implanted for 2 years 1 month underwent redo aortic valve replacement due to unknown reasons. A 23 mm 11500a aortic valve was implanted in replacement. No other details were provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.